Manufacturer narrative:
Hill-rom technical support found the unintentional movement due to the pt pendant was wedged under the knee section. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support confirmed with the account they have moved the pendant back into the rail for proper storage to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head will lower unintentionally when raised over 35 degrees (self-run). The bed was located at the account in medsurg. There was no patient/user injury reported. (B)(4).